Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not remind them to change the infusion set. They had infusion set change alert set for 3 days. Their last set change was on (B)(6) 2017. Troubleshooting was performed. It was noted that they had gone ahead and turned the feature off. They reset it and had changed the insulin pump. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.